Event description:
Angiocath inserted into vein on left foot. While flushing needle, noted saline leak from the hub of the needle. Catheter unusable and replaced by way of a second venipuncture. The pt had no other known sequealae from this occurrence.